Event description:
It was reported that log files were submitted for a patient that had not been in the clinic for a long time. The log file captured controller clock corrupt events all throughout the log until the clock was reset the afternoon of (B)(6) 2024. Tech service stated that typically, when there is the timestamp corrupted like this, it means that the patient depleted battery power then the backup battery in the controller stopping the ventricular assist device (vad). This would reset the clock to a default of (B)(6) 2000. This would mean that this event occurred about 5 months ago. It was also noticed a backup battery fault in the last event of the data capture. It appeared that it was expired. The cause of clock corruption was unknown. No troubleshooting was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D1 and d4 were corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed events consistent with a total loss of power, which would have resulted in a pump stop; however, a specific cause for the event could not be conclusively determined through this evaluation. The controller and internal left ventricular assist device (lvad) clock were invalid in the submitted log files. The controller clock corrupt alarm was therefore active until the clock was set to (B)(6) 2024. These events indicate that the pump stopped due to a loss of power; however, a specific cause for the loss of power could not be conclusively determined as the log files did not capture the loss of power/pump stop event. A backup battery fault alarm was also captured on (B)(6) 2024; refer to the controller investigation regarding this finding. The system otherwise appeared to be operating as intended at the stored patient speed, and there were no other notable alarms active in the log files. It was reported that the date of the pump stop was unable to be determined, and the cause of the controller clock corrupt event was unable to be confirmed. The controller was exchanged due to the backup battery fault alarms; refer to the controller investigation regarding these events. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D is currently available and states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.